Manufacturer narrative:
(B)(4). Additional information requested and received: what did the staple formation look like? How was the leak detected? During the second operation (24 hours later), the staple line was partially malformed and partially opened. The leak was detected because the patient was feeling a lot of pain (unusual for this kind of surgery), so the surgeons decided to do the reop. What device was used with the reloads? The device used was - echelon 45mm shaft 440mm ¿ ec45al. Please explain secretion in the trocar hole. The surgeon told me that when he went to the patient´s room his robe was dirty because of the secretion form abdominal cavity was leaking throughout the trocar hole. Was there any staple abnormalities in original procedure? Yes. But only when we stop the video and take a very close look at the staple line (zoom in).

Event description:
It was reported that during a gastric septation procedure, after surgery the patient felt intense pain and was too secretion in the trocar hole. The surgeon decided reoperation, to check what was happening internally and found that the entero-entero anastomosis clips were open. They made the manual resuture and reviewed the entire surgery. Patient referred to the intensive care unit, is progressing well. One of them did not work because the entero-entero anastomosis clips were open on day one postoperatively.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: please clarify the type of procedure. What did the staple formation look like? How was the leak detected? What device was used with the reloads? Please explain ¿secretion in the trocar hole¿. Was there any staple abnormalities in original procedure?